Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a low tidal volume alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a low tidal volume alarm occurred. The customer informed the remote service engineer (rse) that they had replaced the flow sensor assembly, and the issue persisted. The rse advised the customer a performance verification test (pvt) was required to be diagnose the reported issue. The rse provided the customer with the manual reference for the pvt. The customer stated they would review and call back if needed. The investigation is ongoing.